Manufacturer narrative:
The equipment was evaluated after the event date which occurred on (B)(4) 2013. The field service engineer (fse) was dispatched and replaced the galvo block assembly (with micro-d connectors kit). Service checklist was completed by the fse. System is within amo specifications. Placeholder.

Event description:
Customer reported an error 202 (y1 galvo error) during an iflap treatment on (B)(6) 2013. The flap was decentered on the right eye (od) for the first treatment of the day. Error 202 occured at the end of the treatment. Patient did not experience loss of vision and the procedure was aborted. The flap was not raised and the surgeon preferred not to touch it for several months.

Manufacturer narrative:
The returned assembly galvo block, was evaluated visually by amo''s service depot and no visual issues observed. The returned galvo block was functionally tested and the unit was found misaligned. Parts were replaced. All the tests were within specification, galvo block passes all the depot testing. The misalignment of the unit may have caused or contributed to the reported event however a definitive cause cannot be determined. Placeholder.